Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that pulmonary vein isolation to treat paroxysmal atrial fibrillation, versacross connect laac access solution was selected for use. T was mentioned that during unpacking the versacross rf wire could not be inserted into the dilator. It was further mentioned that the wire could not go all the way and got stuck inside. So, both devices were replaced. The procedure was completed successfully by using another versacross kit (different device, same model, boston scientific product). No patient complications were reported. The device is expected to be returned for analysis.